Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15may2021. The heartmate 3 lvas instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account later communicated that no bleeding was observed. There was no non-device related cause for the patient¿s hemolysis. A head computed tomography (CT) was also performed and was found unremarkable. The patient only experienced generalized weakness and multiple falls. The issue ultimately resolved, and the patient was discharged home on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to emergency department for evaluation of multiple, non-syncopal mechanical falls and pulled right upper extremity peripherally inserted central catheter (PICC) line. The patient was noted to be anemic and hypotensive in the emergency department. The patient was admitted to hospital. Three units prbcs were administered.